Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12243766-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, heavy menstrual bleeding and pelvic pain to be related to essure (ess205). Lot number reported 12243766 is invalid. Most recent follow-up information incorporated above includes: on (B)(6)2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12243766-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, heavy menstrual bleeding and pelvic pain to be related to essure (ess205). Lot number reported 12243766 is inv. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12243766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, heavy menstrual bleeding and pelvic pain to be related to essure (ess205). Lot number: 12243166. Most recent follow-up information incorporated above includes: on 06-may-2021: mr received. Reporter information, product indication, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.